Event description:
It was reported that during explant procedure for normal battery depletion, a whitish/yellowish substance was noted on the terminalpin of the right atrial lead. Culture of the substance was negative and the lead remained in use. The device was removed and replaced and it was reported there was a possible crack in the header of the device. The physician noted the fluid was thought to be a foreign body type reaction. Additional information was later received that indicated that post device changeout an atrial epicardial lead warning occurred due to low impedance paces. The lead remains in use. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2013; 4968 implantable pacing lead, implanted (B)(6) 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was an atrial lead fracture. The lead was programmed off and later capped and replaced. No patient complications have been reported as a result of this event.